Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was still attached to the delivery catheter system (dcs) and was half way deployed when it dislodged out of the targeted position. A second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the reported information does not indicate a manufacturing issue. Potential factors that can influence valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. (B)(4).

Manufacturer narrative:
Medtronic received additional information that the valve was successfully removed from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.